Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stent damage occurred. The lesion was located in the mildly tortuous and moderately calcified right coronary artery. The physician attempted to advance the 3.50x16mm liberte monorail coronary stent to the lesion, but the "wire got lost". When they withdrew the device, they observed that the stent was damaged. There were no pt complications. The procedure was successfully completed with a different device. Pt status is reported as "fine".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.